Event description:
Report received of an under-delivery. It was reported that the pump was returned from clinical service with an unsigned note attached that stated the pump was "broken". There was no reported adverse event with a pt. The customer biomedical dept tested the pump and reported that the pump under-delivered. The mgr of the unit the pump came from had no knowledge of an under-delivery involving a pt.